Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified location. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between september 6 to september 7, 2023. H11: two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag with approximately 500 ml of tap water and a leak was observed at the administration port on both samples. The reported condition was verified. The cause could not be determined; however, the most likely cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.